Event description:
It was reported that an asymptomatic patient presented in the or for a normal device change out procedure when externalized conductors were observed on the rv lead. The electrical function of the lead was normal. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were noted at 13.1-13.2cm, 13.4-13.5cm and 13.9-14.1cm from the connector pin consistent with lead friction to the ICD can. External insulation abrasion was noted at 34.8-36.1cm from the distal end consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.